Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the returned device had a deformed clamping mechanism. Visual inspection found the jaw of the reload was open and I -beam was fully retracted. The sled and staples are visible at 5.2 cm cut lines and the deformation of nylon pad at the back side of I-beam was confirmed. A scratch was observed on the cartridge side jaw, which might have be made when the I-beam advanced forcefully in clamping the jaw or firing. The interlock was engaged properly. Functionally, the returned reload was successfully loaded onto the representative handle. The clamping mechanism was deformed. All staples were properly placed, and test media was cleanly transected. The safety interlock feature successfully prevented the reload from firing again. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, the first reload was attached to the handle and when the surgeon tried to resect the duodenum for the first firing, the handle could not be squeezed. When the cartridge was replaced and tried again, the handle did not advance as same as the first one, and it could not be used. After replacing the handle and using it with the new reload, it could be used without any problem, and the operation was completed. The two reloads could not be loaded in the first handle, they replaced with a new handle, and the second reload was able to be loaded in the new handle. There was no patient injury.